Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch is for mobile system 1. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 9 minutes: 25.3 mmol/l and 17.4 mmol/l (mobile system 1) and 14.7 mmol/l and 11.7 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.